Manufacturer narrative:
The subject device was evaluated the coupler was identified to be missing. Additional findings of failed leak test on the connector was discovered. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage". The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head coupler was missing. Additionally, it exhibited failed leak test on the connector. There were no reports of patient involvement.